Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: second unknown mentor saline prosthesis. (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with unknown mentor saline prosthesis on (B)(6) 2009 reported heart attacks, shortness of breast, chest pain, and multiple health issues. The customer reported upon follow up that the chest pain began before the heart attack and also persisted after the heart attack. The patient denied additional health issues during follow up. She underwent bilateral explantation without replacement in (B)(6) 2018 and reports that the pain is resolved. There was no device deflation per customer. The patient reported that the left implant was stuck to her rib. This report is for the first prosthesis. See manufacturer report number 1645337-2018-05114 for the second prosthesis. FDA medwatch number: mw5074619.